Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the light on the remote home monitor was blinking red for an unknown reason. Patient services discussed that the light may indicate information that was received from the patient's cardiac resynchronization therapy defibrillator (crt-d) and was not able to be transmitted to the clinic. The patient was referred to their clinic to have the device checked. Additional follow-up was requested. No adverse patient effects were reported.

Event description:
Additional information was received that the field representative followed up with the clinic and they did not have any further information.